Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, then a follow up report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had not been properly primed. The patient had not disconnected prior to the alarm. The technical service representative (tsr) had the home patient (hp) cycle the power; the patient would set up again with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.